Event description:
The customer stated that the display on the insulin pump was blank. The reported blood glucose reading was 68 mg/dl. Troubleshooting was performed, and the display was restored after inserting several new batteries. The customer stated that there was a crack in the battery compartment of the insulin pump. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the battery cap contact. The battery tube was also cracked.